Manufacturer narrative:
As a result of a component analysis, the foreign matter came from the silicone. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that there was a possibility that the silicone was derived from the component of defoaming agent or tap water.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure with the subject device, insufficient air fed and water was not cleared from the objective lens. There was no report of patient injury associated with the event. The subject device was returned to omsc. Omsc confirmed the subject device and found that the foreign material was inside air/water nozzle of the device.